Event description:
It was reported an indium dye study revealed the catheter was disrupted and the surgeon fixed one part of it. Reportedly the pt recovered without sequela; the hcp stated they were still working on clinical improvement. The drug used in the pump was lioresal.

Manufacturer narrative:
This report is being submitted following an internal audit.